Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device has been already serviced by us team and it has now come back with a lifted keypad. There was no patient involvement.

Event description:
It was reported that the device has been already serviced by us team and it has now come back with a lifted keypad. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval., returned to manufacturer on, device return to manuf ., device eval by manufacturer, if other specify,imdrf annex a,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. H3 other text : not applicable. Device evaluated by bd.